Event description:
It was reported that the patient noted a driveline communication fault alarm on their system controller on (B)(6) 2024 at 9:51 pm. They presented to the emergency department for left ventricular assist device (lvad) evaluation. The patient described they were feeling their usual health. The event log file confirmed a driveline communication fault on (B)(6) 2024. It was a driveline communication b fault alarm. The lvad was functioning as intended. The system controller and modular cable were exchanged which resolved the driveline fault alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via log file analysis. Product was not returned for analysis. The submitted log files revealed throughout the reviewed duration driveline communication fault alarms are active due to com b faults. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. Per additionally provided information, the system controller and modular cable were exchanged and the alarms resolved. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.